Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injections (2g, route, frequency, and duration not reported), amikacin injections (125mg, route, frequency, and duration not reported), and fortum injections (1g, route, frequency, and duration not reported) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This report involves the same patient as in (B)(4).